Event description:
It was reported there is concern this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). The battery level in may, 2022 was 32% and currently it is at 13%. Technical services (ts) confirmed the battery consumption continues to increase unusually and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains a correction to e1: initial reporter first name along with any other relevant fields have been updated.

Event description:
It was reported there is concern this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). The battery level in may, 2022 was 32% and currently it is at 13%. Technical services (ts) confirmed the battery consumption continues to increase unusually and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms the device has been explanted and replaced. There were no additional adverse patient effects reported. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported there is concern this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). The battery level in may, 2022 was 32% and currently it is at 13%. Technical services (ts) confirmed the battery consumption continues to increase unusually and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms the device has been explanted and replaced. There were no additional adverse patient effects reported. The device was returned for analysis.

Event description:
It was reported there is concern this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). The battery level in may, 2022 was 32% and currently it is at 13%. Technical services (ts) confirmed the battery consumption continues to increase unusually and recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms the device has been explanted and replaced. There were no additional adverse patient effects reported. The device will be returned for analysis.